Event description:
User reported being hospitalized on 3 occasions for diverticulosis. Event happened on april 15th 2025, may 5th 2025 and may 27th, 2025. According to the user, they had to be hospitalized due to diverticulosis.the event was not related to the sensor insertion/removal nor related to diabetes.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level as it was unrelated to diabetes.the user sought for medical treatment, by going to the hospital.

Manufacturer narrative:
The user reported being hospitalized on 3 occasions for diverticulosis. Event happened on april 15th 2025, may 5th 2025 and may 27th, 2025. According to the user, they had to be hospitalized due to diverticulosis.the event was not related to the sensor insertion/removal nor related to diabetes.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level as it was unrelated to diabetes.the user sought for medical treatment, by going to the hospital.